Manufacturer narrative:
Updated information: d3 MFR fax number added. G1 MFR site name, danvers, removed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the right femoral artery in a 65-year-old male patient for the indication of post-cardiotomy cardiogenic shock/low cardiac output syndrome (pccs/lcos) following coronary artery bypass grafting, presenting in society for cardiovascular angiography and interventions (scai) stage e cardiogenic shock. The patient¿s comorbidities were not reported. During impella cp support, it was reported that the cannula was kinked. During device removal, the pigtail and inlet cage components fractured and remained within the patient¿s descending aorta. Attempts were made to percutaneously snare and retrieve the detached components; however, these attempts were unsuccessful. A vascular surgeon was consulted, and the care team planned for surgical removal of the retained components if the patient survived the underlying cardiogenic shock. The reported device damage, including cannula kinking and component fracture with retained intravascular fragments, occurred during device removal in the setting of severe cardiogenic shock and critical illness. Based on the available information, procedural complexity and mechanical stress during removal may have contributed to the device-related findings. Care was subsequently withdrawn due to the patient¿s deteriorating clinical condition, and the patient expired later. The death is being conservatively reported; however, it is more likely attributable to the patient¿s underlying critical condition, including pccs/lcos and scai stage e cardiogenic shock.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in b1(is product problem). The cause of the pd-cannula assembly- (twist, bent, kinked)/pd-cannula assembly-(separation, break) cannot be established.